Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned treatment for a vascular procedure. The procedure was completed as planned after more attempts with the footswitch because the issue was intermittent. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave the alert "x-ray tube current is out of range" and the system failed to produce x-rays. Upon troubleshooting, the fse checked the system and observed that the system was giving a tube current error when the tube current exceeded 20 milliamps. The fse replaced the point power inverter of the certeray generator and performed the corresponding calibrations, but the problem persists. The fse analyzed the logs and found tube current too high message. Upon further investigation, the fse found that the high-voltage transformer was not working properly. To resolve the issue, the fse replaced the high-voltage transformer due to tube current warnings and errors. The fse performed adaptation, yield, edl calibration, and all relevant testing. The defective high-voltage transformer and power inverter were returned to philips for failure analysis, but the cause of the failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the high-voltage transformer and power inverter by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.